Manufacturer narrative:
No device/components have been received by the manufacturer on the date of filing. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that intra/peri-operatively during the select patient/acquire scans task of a sacroiliac and thoracolumbar procedure the navigation system would not connect with the imaging system when they were connected. The site backed out of the spine software and booted back into it, which immediately showed the connection status between the 2 systems as green. There was a delay to the procedure of less than one hour. There was no reported impact on patient outcome.

Manufacturer narrative:
Software logs were reviewed for this event. This issue is consistent with a known software issue. The fix for this software issue was incorporated into the release of a software update. If information is provided in the future, a supplemental report will be issued.